Manufacturer narrative:
E1: initial reporter address 1: (B)(6). E1: initial reporter phone: (B)(6). E1: initial reporter zip/post code and address updated. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The severely stenosed target lesion is located in the mild to moderate calcified left circumflex artery. A 10mm x 3.00mm wolverine coronary cutting balloon was selected for percutaneous coronary intervention. During the procedure, when the physician attempted to inflate the balloon using a pressure pump, it failed to expand. Angiography revealed a contrast medium retention at the lesion site. Upon withdrawal, the cutting balloon was found to be ruptured. The device was removed normally, and the procedure was completed with another of the same device. There were no patient complications, and the patient was stable post procedure. It was further reported that the target lesion was 80% stenosed and is located in the mildly tortuous left circumflex artery and also the pressure of each inflation was at 6 atm per 3 seconds.

Manufacturer narrative:
E1: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual and tactile examination identified multiple hypotube kinks along the length of the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. Microscopic examination of the balloon identified pinhole at 1mm from the distal tip. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No damage noted to distal tip. A microscopic examination of the proximal and distal markerbands identified no damage. The device was attached to an encore inflation unit an attempt was made to inflate the balloon to 12 atmospheres atm, a pinhole was identified 1mm from the distal tip. The device failed to inflate fully due to a pinhole in the balloon material. The encore inflation device was verified before and after the procedure using a druck gauge.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the mildly tortuous and mild to moderate calcified left circumflex artery. A 10mm x 3.00mm wolverine coronary cutting balloon was selected for percutaneous coronary intervention. During the procedure, when the physician attempted to inflate the balloon using a pressure pump, it failed to expand. Angiography revealed a contrast medium retention at the lesion site. Upon withdrawal, the cutting balloon was found to be ruptured. The device was removed normally, and the procedure was completed with another of the same device. There were no patient complications, and the patient was stable post procedure. It was further reported that the target lesion was 80% stenosed and is located in the mildly tortuous left circumflex artery and also the pressure of each inflation was at 6 atm per 3 seconds.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). E1: initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The severely stenosed target lesion is located in the mild to moderate calcified left circumflex artery. A 10 mm x 3.00 mm wolverine coronary cutting balloon was selected for percutaneous coronary intervention. During the procedure, when the physician attempted to inflate the balloon using a pressure pump, it failed to expand. Angiography revealed a contrast medium retention at the lesion site. Upon withdrawal, the cutting balloon was found to be ruptured. The device was removed normally, and the procedure was completed with another of the same device. There were no patient complications, and the patient was stable post procedure.